Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, serial#: (B)(4), description: linear 3-6 lead, 50cm; model#: sc-4316, serial#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having discomfort at the lead site. The patient underwent a revision procedure wherein the leads were repositioned and the click anchor was replaced. No device malfunction was suspected. The patient was doing well postoperatively.